Event description:
It was reported by the customer that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Several occurrences of error codes were logged in the memory of the device. It was also observed that the battery was dead. The customer declined repair due to the age of the device and repair cost, and the unit was removed from service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.